Event description:
It was reported that hairy foreign matter was found on the tip of the bd saf-t-intima¿ IV catheter safety system tubing. The following information was provided by the initial reporter, translated from (B)(6): "when a nurse in the emergency department of the hospital was preparing for indwelling needle infusion in the ward on (B)(6) 2021, when the indwelling needle was disassembled and ready for use, it was found that the catheter tubing tip had hairy flocculents."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hairy foreign matter was found on the tip of the bd saf-t-intima¿ IV catheter safety system tubing. The following information was provided by the initial reporter, translated from (B)(6): "when a nurse in the emergency department of the hospital was preparing for indwelling needle infusion in the ward on (B)(6) 2021, when the indwelling needle was disassembled and ready for use, it was found that the catheter tubing tip had hairy flocculents."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue was confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that hairy foreign matter was found on the tip of the bd saf-t-intima¿ IV catheter safety system tubing. The following information was provided by the initial reporter, translated from chinese: "when a nurse in the emergency department of the hospital was preparing for indwelling needle infusion in the ward on (B)(6) 2021, when the indwelling needle was disassembled and ready for use, it was found that the catheter tubing tip had hairy flocculents."